Event description:
It was reported by a facility in the (B)(6) that a scrub nurse sustained a burn to the hand while holding a lumenis slimline 550 fiber as the fiber broke in half outside the patient. The initial reporter stated the fiber appeared to have been bent in half as the break point. No patient harm occurred. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
The subject device fiber is reportedly en-route to lumenis' manufacturing facility in israel for examination and root cause determination. A preliminary evaluation of the reported event by lumenis technical specialist concluded the probable root cause for the reported event to be improper handling of the fiber without patient contact either during the clinical procedure or unpacking/preparation in contradiction to the dfu: fiber broken due to excessive bending or exceeding the fiber tensile strength in contradiction to IFU. A review of product labeling confirmed that labeling did not contribute to the reported. A review of the risk analysis found event recurrence to be extremely remote and within statistical limits with low potential for complications to the patient. Lumenis risk analysis consider about (B)(4) cases of such burns of fiber per year; the reported event is within acceptable statistical limits of risk analysis. Lumenis confirmed with the local distributor that customers purchasing subject device fiber are trained to refrain from bending the fiber during use. Additionally, the distributor stated that end users are advised to not handle the device during deployment of laser energy.